Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect product description in the product catalog with the incident lot was observed. The label of the product was determined to be correct and manufactured according to specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® fh 20mg .143 i.u. Blood collection tubes experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: I'd like to inform you about product code and label incompatibility, as you will notice in the official b&d product catalog, the mark on the tube with code: 367764. In reality, however, the tubes with the code: 367764 we received were labeled with the logo fh fluoride / heparin. The product with code: 367764 the code does not match the official catalog with the product we have received.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® fh 20mg .143 i.u. Blood collection tubes experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: I'd like to inform you about product code and label incompatibility, as you will notice in the official b&d product catalog, the mark on the tube with code: 367764 in reality, however, the tubes with the code: 367764 we received were labeled with the logo fh fluoride/heparin. The product with code: 367764 the code does not match the official catalog with the product we have received